Manufacturer narrative:
It was reported that the client wanted to use the walker when they found that the frame was bent. They called us to replace the walker with a new walker. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the client wanted to use the walker when they found that the frame was bent. They called us to replace the walker with a new walker.